Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103087) alleging bilateral corneal inflammation, eyes would get irritated, dry out, black particulates would sporadically accumulate in nostrils; and a sweet pungent odor would occur especially when distilled water in the humidifier reservoir got low and device excessively noisy related to a CPAP device's sound abatement foam. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information provided in b5, the information (the manufacturer received a voluntary medwatch (mw5103087) alleging black particulates would sporadically accumulate in nostrils; and a sweet pungent odor would occur especially when distilled water in the humidifier reservoir got low and device excessively noisy related to a CPAP device) was not included in initial MDR). Corrected information provided in b5 and h6, the information(the manufacturer received a voluntary medwatch (mw5103087) alleging eyes would get irritated, dry out) was not included in initial MDR). Section h6 updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103087) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop corneal inflammation. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 14, 2024. Section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103087) alleging bilateral corneal inflammation, eyes would get irritated, dry out, black particulates would sporadically accumulate in nostrils; and a sweet pungent odor would occur especially when distilled water in the humidifier reservoir got low and device excessively noisy related to a CPAP device's sound abatement foam. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.